Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Investigation found the cassette sensor was nonfunctional and needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presents the following issue: s6d - cassette was not locked. There was no patient involvement, and no patient harm/adverse event reported.